Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter and usb cable/ac adaptor have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.